Event description:
It was reported that a day after implant procedure, the pacing dependent patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced asystole. It was noted that the patient was cardioverted in the intensive care unit (ICU). The crt-d device was interrogated and found to exhibit no brady pacing being delivered when required and possible oversensing of noisy signals on the right ventricular (rv) channel and noisy signals that were not oversensed on the right atrial (ra) lead channel. Chest xray imaging was done, and confirmed that the leads were in position, with normal impedance and threshold measurements. Ts discussed possible causes with the physician and recommended programming optimization considerations as well. At this time, the crt-d, rv and ra leads remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that the device was reprogrammed which resolved the issue. No additional adverse patient effects were reported. The crt-d and leads remain in service.